Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the associated defibrillator failed self test with these attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was duplicated during visual and microscopic evaluation. The malfunction was attributed to an open jumper wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.